Event description:
Affiliate reported that the perforator failed to disengage during the procedure. No damage to brain or dura as surgeons pulled away prior to coming through skull.

Manufacturer narrative:
Upon receipt of the packaging of the device, it was noted to be empty. As such the evaluation could not be performed. In absence of the complaint sample, the lot history records was reviewed. The review confirmed that this product conformed to specifications prior to distribution. It was also noted that this is the first complaint reported for this lot number. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.